Event description:
Customer reported that erroneous co2 results were generated by the unicel dxc 800 synchron system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The system was recalibrated and quality controls run. The samples were retested and yielded results within clinical expectations. Amended results were issued. The following day, the system electrolyte reagents were changed and the system calibrated. Approx three hours later, an add'l eighty (80) erroneous results were generated. The system was recalibrated and quality controls run and the samples were retested and yielded results within clinical expectations. Approx 75 amended results were issued. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No field service call was initiated or performed. The customer recalibrated the system and retested all samples. Accordingly, no conclusion can be drawn without an eval of the system. This is one of ninety-one (91) medwatch reports being submitted as the customer reported 91 separate pt events over a period of two days. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.